Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with redness, itching and infection at the site of incision. Cultures returned negative and antibiotic treatment was administered. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.